Manufacturer narrative:
It was reported to abbott a patient was scheduled to have their system explanted due to ineffective stimulation. No trouble shooting efforts were taken as the patient did not reach out to abbott. The rep was informed from the physician¿s office the patient had not returned phone calls. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.